Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed. It is unknown if the there was any patient harm or injury however there was no adverse event reported.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). Device not accessible for testing: (4117/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed.

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: b5, g1(contact person), h6(clinical code & problem code)

Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was not able to duplicate the reported issue. No evidence of any errors were logged in the iabp log files. The fse ran the compressor output test and found that he temperature would rise above 40 degrees celsius. The fse replaced the compressor then performed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The suspected faulty scroll compressor was returned to getinge's national repair center (nrc) for evaluation. A getinge technician inspected the scroll compressor per the cardiosave service manual with no visual damage observed. The nrc installed the compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. After extensive testing and run time of 12 hours, the nrc could not verify the failure of the over temperature error. The compressor passed testing a will be retained in the nrc per procedure.